Manufacturer narrative:
The investigation determined that a discordant non-reactive vitros anti- sars-cov-2 total result was obtained from a single patient sample processed using vitros cov2tot reagent lot 0024 on a vitros xt7600 integrated system. A definitive assignable cause for the discordant non-reactive cov2tot results could not be determined with the information provided. Based on historical quality control results a vitros cov2tot reagent performance issue is not a likely contributor to the event as all vitros qc fluid results were within the correct IFU interpretation region. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2tot lot 0024. There is no indication of any instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer. In addition, it was not possible to establish if the customer is following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
An ortho clinical diagnostics (ortho) laboratory specialist (ls) contacted the ortho technical solutions centre (tsc) on behalf of a customer to report a discordant negative vitros anti- sars-cov-2 total (cov2tot) result obtained from a single patient sample on a vitros xt7600 integrated system. The vitros cov2tot result was considered discordant as reactive results were obtained for the same sample using a vitros immunodiagnostic products anti-sars-cov-2 igg (cov2igg) method and vitros cov2tot method when tested on another vitros xt7600 integrated system. Patient 1 result of 0.88 s/c (non-reactive) versus the expected result of reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The non-reactive vitros cov2tot result was not reported from the laboratory to a physician. Patient management was not influenced based on the non-reactive vitros result and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers 32102410 (B)(4).